Event description:
Patient presented to the physician with difficulty swallowing and neck pain. Patient was referred to speech-language pathology and underwent a swallow test. The results revealed degenerative changes of the cervical spine that could cause nerve impingement and pain in the neck, tongue weakness, and delayed swallowing reflex. Physician provided home exercises and recommended physical therapy to address the issue.